Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transcatheter aortic valve replacement with a 23mm sapien 3 ultra valve, the valve was implanted too ventricular (40:60); therefore, a second valve was implanted. The patient was doing well post procedure. Per the physician, the root cause of the event was unknown, but it was not device related.

Manufacturer narrative:
Added h6- type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The returned imagery was reviewed and following observations were made: the center marker during the positioning was lower than recommended. After final deployment, the 1st valve was implanted too ventricle at approximately 40:60 (a/v) ratio. Second valve was deployed higher and within the 1st valve. Annulus measurement of patient was within the recommendation for 23mm thv. Patient had an aortic root angulation of 53 degrees. No bulky calcification around the target annulus. The IFU, procedural training manual, and patient screening manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2021 to (B)(6) 2022 for the sapien 3 ultra valve (all models and sizes) revealed additional similar complaints for valve malposition. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for valve malposition was confirmed based on procedural imagery. A review of complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "23mm sapien 3 ultra case in aortic position. During the procedure, the valve was implanted too ventricular (40:60), and therefore a second valve was implanted." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, due to presence of aortic angulation the coplanar view could be difficult to achieve, this would lead to challenges during the initial valve positioning as recommended with bottom of center marker at base of cusps or slightly above. Since the valve was positioned low with bottom of center marker below the base of the cusps, the valve was landed more ventricular at 40:60 position after deployment. As such available information suggests that valve procedural factor (valve positioning techniques) has contributed to the complaint event.